Event description:
Explanted generator was received due to a lead fracture previously reporting in emdr MFR report #1644487-2020-00539. Generator product analysis (pa) was completed and reviewed. The generator was interrogated at 0 inches and pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset, therefore the system diagnostics and final electrical test could not be performed. A visual assessment of the pcba showed contaminated on the trimmed edge of the pcba. Postburn electrical test was performed and several tests regarding supply current failed. Fine grit sandpaper was used for removal of contaminates from the trimmed edge of pcba. All measure supply current electrical test parameters were now within specification. The contamination that was observed suggest probably electrical paths were established between the copper edges on the trimmed edge of the pcba which contributed to the supply current condition. Remaining residual material on of the pcba edge after test tab removal manufacturing process resulted in increase current consumption out of specification for both standby and pulsing modes of operation and may have been the contributing factor for the low battery condition found. Since this device is included in the m105 field action, the device was identified as one that was manufactured using the laser-routing process, which may have led to the premature battery depletion. The device history records were reviewed and confirmed that the device was manufactured when laser-routing was in use (trim test tab 07/29/2015). The device met all specifications for release prior to distribution. No additional relevant information has been received to date.